Event description:
Upon review of pt info, while investigation the outcome of this pt's fellow eye, it was noted that this left eye case experienced an overcorrection.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).